Manufacturer narrative:
Return of product has been requested. Reporter returned product on 19-feb-2018. Product investigation is in progress.

Event description:
Brush part came off mid brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 11-feb-2018 that a brush part came off an oral-b dualaction brushhead mid brushing. The consumer reported having a red light sensor, so no force was used to cause the problem. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 14-feb-2018 consumer follow-up via e-mail: the consumer reported the brush head was from a pack of 4, and he/she had been using oral-b for years. No further information was provided.

Manufacturer narrative:
14-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 19-feb-2018. Product return was received and investigated. Investigation results showed that the cause of the complaint was wear of plastic parts due to the usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Brush part came off mid brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 11-feb-2018 that a brush part came off an oral-b dualaction brushhead mid brushing. The consumer reported having a red light sensor, so no force was used to cause the problem. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 14-feb-2018 consumer follow-up via e-mail: the consumer reported the brush head was from a pack of 4, and he/she had been using oral-b for years. No further information was provided.